Manufacturer narrative:
(B)(4). Batch #: u5d447. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60b reload present. Additionally, the reload was received partially fired 1/2 with the one-piece sled detached and pan dislodged. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one piece sled has been correlated to the design.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, could not fire when severing lung lobe tissue on the 5th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.